Event description:
A doctor reported to baxter a connection issue related to uv flash transfer set found during use. The doctor stated that the patient found that the disconnect kit was separated from the spike of transfer set during use. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter received one used set with no cap on spike and no cap on patient connector. Functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. Spike was attached to port of lab bag with no issues noted. During visual inspection no manufacturing abnormalities were noted. The complaint for connection issue could not be confirmed in the lab. The cause was undetermined. A batch review was not performed as the lot number was unknown.